Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation.   The device was started up at 15:38:22 on (B)(6) 2022. At 20:26:42 and 20:28:00, two arrhythmias were detected. Two arrhythmias were detected at 20:26:42 and 20:28:00 on (B)(6) 2022. ECG shows vf with motion artifact and varying rates/amplitudes degrading top asystole with intermittent cardiac activity and CPR/motion artifact. At 20:31:44, an arrhythmia was detected. ECG shows vf with motion artifact and varying rates/amplitudes degrading top asystole with intermittent cardiac activity, CPR/motion artifact and electrode lead falloff. The lifevest properly detected vf. CPR/motion artifact and varying rates/amplitudes prevented the lifevest from treating the patient. At 20:30:28, the patient received a non-lifevest defibrillation. Rhythm at the time of non-lifevest was asystole with intermittent cardiac activity. Post shock rhythm was asystole with motion artifact and CPR/motion artifact. The electrode belt was disconnected at 20:38:35 on (B)(6) 2022. Per holter monitor the patient was last seen in asystole with intermittent cardiac activity, CPR/motion artifact and electrode lead falloff. The patient passed away on (B)(6) 2022.